Event description:
The patient was injected in the nasolabial folds. The patient allegedly developed abscess along the right nasolabial fold two months later. The patient was hospitalized for several days. The abscesses were evacuated and treated with antibiotics.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.